Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Also, it was noted that a cartridge alarm 19 occurred during basal delivery. The customer's blood glucose level was 319 mg/dl and it was addressed with a correction bolus. Reportedly, the customer was able to reload the cartridge successfully.